Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation. The patient was treated with antibiotics and steroid injections. The symptoms are resolved. The iol remains implanted. Additional information was provided by the ophthalmic surgeon, who reported the patient problem as endophthalmitis. On the fifth postoperative day, the antibiotic and anti-inflammatory eye drops were increased to six times and antibiotics were injected. Subsequently, the inflammation was noted to be recovering, a small amount of vitreous chamber cells and pigment on the back of the iol were observed. Seven weeks after surgery, the outcome was reported as recovered with persistent condition. There was no bacterium inspection performed.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unspecified handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: 2015-113501

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported further details that on the fifth postoperative day the patient developed hyperemia, keratic precipitates, anterior chamber cells, flare and fibrin. The patient's symptoms recovered after the initial medical treatment. There was no bacterium inspection performed.